Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a pericardial effusion was noted on intracardiac echocardiography (ice) 8 minutes after start of ablation with sphere-9 catheter on coumadin ridge. The issue was observed due to ice catheter being bumped and landing on left ventricular view were effusion could be seen. It was observed that the patient had severely relaxed septum noted on intracardiac echocardiography (ice) during the transeptal puncture. The relaxed septum required further extension of needle for transseptal access using non medtronic needle. The needle popped across and was observed far into the atrium close to opposite wall. Moments before effusion was observed, more paralytics was given due to significant patient movement after application of pfa. It was also noted that the patient experienced a cardiac tamponade. The case was aborted. Patient went in for cardiothoracic surgery and had a pericardial tap. No further patient complications have been reported as a result of this event.